Event description:
Device 2 of 2. Reference MFR report number: 1627487-2019-00502. It was reported that stimulation on the occipital leads was reducing on its own. As a result, surgery may be pending to address the issue. It is unknown which lead is liable for the issue. Hence, both leads are made reportable.

Event description:
Device 2 of 2: reference MFR report number:1627487-2019-00502. Additional information received that patient underwent surgical intervention on (B)(6) 2019 where in one lead was explanted and replaced. Effective therapy restored post -op.